Event description:
An endeavor resolute drug-eluting stent was being used to treat the rca. The lesion was reported as 90% stenosed and severely calcified. The lesion was pre-dilated but the endeavor resolute device was unable to cross the lesion. The device was removed and on removal it was noted that the stent was deformed. Another endeavor resolute was used to treat the lesion successfully ((B)(4)). There was no patient injury reported. Device evaluation the distal tip was flared. A number of struts on the 1st distal segment were raised and deformed. The 9th, 10th and 11th distal segments were deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (lesion morphology - 90% stenosis and severe calcification). Deformation problem - stent deformed. Conclusion results: inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - 90% stenosis and severe calcification).